Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No functional testing was performed due to the buttons being unresponsive. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump had been in the customer's bra and may have been exposed to perspiration. It was advised to discontinue use of the pump and revert to a back-up plan. The pt's blood glucose level was 448 mg/dl, which had been treated with manual injection when it was at 330 mg/dl. Nothing further was reported.